Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral grade iii/IV capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old asian female patient underwent a primary breast augmentation with two 275cc mentor memorygel breast implants and experienced postoperative bilateral grade iii/IV capsular contracture. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019. This report is for the left prosthesis.

Manufacturer narrative:
On 11/05/19, the suspected medical device was returned for evaluation. On 11/07/19, mentor received additional information regarding the condition of the capsular contracture and the replacement devices. The patient experienced left-sided grade IV and right-sided grade iii capsular contracture. The replacement devices are two 275cc mentor memorygel breast implants (catalog #: 3502754bc, serial # for left: (B)(4), serial # for right: (B)(4) with two contour ii adm strattice. On 11/25/19, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection of the device it was observed that there was no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).